Manufacturer narrative:
Correction to (h)3 - device returned to manufacturer? From no to yes. Device evaluated by manufacturer? From blank to yes.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. The downloaded pod data revealed that the pod ran for 55 pulses. 45 pulses occurred during first prime. The pod was deactivated shortly after second prime. Both first and second prime ran for their expected number of pulses. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. The pod was returned with a kinked cannula. It could not be determined when this damage occurred. The damage to the cannula did not affect fluid flow during testing. The downloaded pod data shows no high pulse widths that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that the needle deployed the cannula early. The pod was not worn.